Manufacturer narrative:
A1. Patient identifier: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31007554l and no internal action related to the complaint was found during the review.   As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) clinical study case, a patient suffered pulmonary edema. On 24-jul-2023, the patient experienced worsening of a pre-existing condition - pulmonary edema (ae# 1) categorized as moderate and not serious. Relationship to study device is not related and relationship to index study procedure is possible. The outcome is recovered/resolved. Intervention was medication. No biosense webster product malfunctions were reported.